Manufacturer narrative:
(B)(4).

Event description:
It was reported that a critical alarm occurred. The patient experienced pain as it came back sometimes. Further, the pump had sometimes critical alarms. This was not continuous; ¿sometimes 2-3 days then 1 month no error.¿ the catheter was checked and nothing was found. The pump had ¿the right inside which should be inside.¿ the patient also had a personal therapy manager (ptm). If the patient had critical alarms the patient used the ptm and then the pain got away again. The pump logs were checked and x-rays were performed. The issue was not resolved and the cause of the issue was not determined. The pump remains implanted but was to be removed and another pump to be implanted. At the time of the event the patient's status was reported as alive-no injury. This device system delivered morphine. Additional information was requested. It was later clarified that "pump has right inside" meant that the reservoir had the correct amount of drug inside which the pump should have as there was no discrepancy seen. No further information was available. It was still unknown as to when the pump was to be explanted and replaced.